Event description:
Approximately two weeks post tavr, the patient was admitted to the ER for shortness of breath and syncope. Upon admission an echo was performed which showed the valve was had migrated ventricular. Per report, the tavr procedure had been completed without complications with the post deployment echo showing none-trace pvl and no central ai. On post-op day 15 the sapien xt valve was explanted and was replaced with a surgical valve. The patient was noted to be in stable condition post procedure. The patient¿s native annulus measured 18.5mmx20.8mm with an area of 344 mm² by tee, and an area of 342 mm² by CT. The native annulus and lvot were noted to have been mildly calcified.

Manufacturer narrative:
Echo images were submitted to edwards and reviewed by an edwards physician proctor. The following observations/impressions were made: (B)(4) 2014 tee. The patient had severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, moderate mac and bulky calcification at the lcc-rcc commissure. The patient¿s sov measured 30mm, the stj measured 22mm, and aortic annulus measured 19-20mm. Images of valve deployment were not available for review. The valve position prior to the images of the deployed valve suggests that the valve was positioned a few millimeters ventricular. However, it was difficult to calculate exact percentages based on the tee views provided. A later long axis view demonstrates the xt valve was in good position with the ventricular aspect of the xt just below the hinge point of the anterior leaflet of the mitral valve. There was good coaptation of the xt leaflets. The doppler did not demonstrate significant ar post deployment. (B)(6) 2014 tte - para-sternal long axis view demonstrated the thv valve was within the aortic annulus. It is difficult to ascertain whether or not the valve has migrated due to difference in image acquisition (tte vs. Tte). (B)(4) 2014 tee - no significant change in the longitudinal position of the xt valve was suggested; however, there was significant worsening in pvl. This was most apparent in the short axis view with is consistent with moderate pvl. In addition, the long axis view demonstrated normal leaflet coaptation of the xt without significant central ai. Impressions: echo showed the worsening of paravalvular leak 2 weeks post tavr, without significant change in longitudinal position of xt valve. Etiology is unclear, however, may be secondary to undersizing of the xt valve, eccentric calcification or valve migration not-apparent on the images provided. Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, per the imaging review, the cause for the valve migration cannot be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.